Event description:
It was reported that the user experienced episodes of low glucose while using the ilet bionic pancreas following a recent factory reset, with device readings indicating urgent low glucose and differing from fingerstick values; the user treated lows with oral glucose per on-device low alerts and received troubleshooting and education during the call. Customer care provided support that included user education. Investigation of this case revealed that the cause of hypoglycemia was unclear. No symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and return to in-range glucose during the call. It was concluded that no device malfunction was identified and that the user should continue to treat only when alerted by the device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.